Event description:
A customer contact beckman coulter inc. (Bci) regarding falsely elevated troponin (accu tni) results generated by the access instrument for one pt. A pt sample was tested for accu tni and a result of 0.87ng/ml was obtained. The sample was re-tested and repeated results were 0.76ng/ml and 0.12ng/ml. The result of 0.12ng/ml was reported out of the lab. The sample was re-tested on a different instrument in the customer's lab and result were: 0.06ng/ml and 0.05ng/ml. An amended report was sent. There was no effect to the patient as a result of this event.

Manufacturer narrative:
Qc was not performed before or after the event. The specimen was collected into green top heparinized tube and was sampled from insert cup. Per customer, the sample was clear with no visible fibrin or hemolysis. A customer technical service (cts) contacted the customer in 2008. The customer stated they ran qc which recovered on the mean. The customer stated they did not need service and would monitor qc closely. Customer agreed to contact cts if further assistance was required. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.